Manufacturer narrative:
(B) (4). Evaluation, results: (cva/stroke).

Event description:
Pt had one lesion treated. Four endeavor sprint rx drug-eluting stents were implanted to proximal rca during the index procedure (ref. MFR report# 2953200-2010-00786, 2953200-2010-00787, 2953200-2010-00789). Pt was asymptomatic at 1 month, 6 month and 1 year follow-up. Approx 16 months post index procedure it is reported that a stroke occurred (type unk). Investigator indicated that the event was not related to the study stent. No further info is currently available on this reported stroke. Pt was asymptomatic at 21 month follow-up.